Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a result of 35 mg/dl for a neonatal patient using the inform system. A lab draw completed within 10 minutes was 47 mg/dl. Patient was treated with glucose and formula based on the inform system result of 35 mg/dl. No adverse event was reported. Requested return of suspect device.

Manufacturer narrative:
Will not be returned to manufacturer.